Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During the procedure, the patient suffered a facial skin laceration due to trauma. The doctor performed suturing on the patient, but during the suturing process, the needle and suture broke, making it impossible to continue suturing. The doctor replaced the suture with a new one. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. Please confirm if both the needle and suture broke during this procedure? If other, please provide additional details. Both the needle and suture did not break during this procedure, the problem of pulling off suture needle had happened during this procedure. Did any needle piece fell inside of the patient? No. Were there any patient consequences? No.